Event description:
Information was received that device is leaking from the reservoir tank. No patient incident occurred. No additional information is available.

Manufacturer narrative:
Other, other text: one fluid warmer was returned for evaluation. Visual inspection of the device found outdated pcb, power switch, enclosure, tank cover, and front cover and broken pole clamp. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device tank was filled with water and powered on. The reported customer complaint had been confirmed as a result of a cracked tank cover and old, worn gasket. The reported problem source has been determined to be user interface.